Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that after receiving a replacement battery cap, the device continued to alarm pump error 58. The customer's blood glucose level was unknown. The caller checked the battery compartment and there was no damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. No further details were provided.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarm and failed battery test/failed battery alarm due to critical pump error alarm. The pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 58 alarm and failed batt test/failed battery alarm due to critical pump error (open book image) alarm.